Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy.

Event description:
Cgm accuracy it has been reported that there was a difference in readings of 20-24 points. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).